Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that device didn't turn on when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and duplicated the reported issue. The root cause of the issues is isolated to a faulty reed switch sw5. The device was archived and the customer received a replacement.